Manufacturer narrative:
The returned device was evaluated and no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Blood was found on the device, but the formed needle was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined. A kink was noted on the exposed portion of the cannula. It is unclear when the kink occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl). The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod.